Event description:
It was reported to boston scientific corporation that an upsylon y-mesh implant was implanted into the patient during a laparoscopic adhesiolysis, sacrocolpopexy and cystoscopy procedure on (B)(6) 2016 for the treatment of vaginal prolapse. According to reports, the patient suffered the following post-operative complications: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; painful intercourse; inability to have intercourse; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence; damage; psychiatric injury; whole pelvic/bladder region pain and nerve pain.

Manufacturer narrative:
Block h2: additional information. Block a4 patient's weight updated. Block b5 narrative updated. Block b7 other relevant history updated. Block d7a sud reprocessed and reused updated. Block e1 initial reporter title, first name, last name, facility name, phone number, reporter email updated. Block e4 init rptr also sent rep to FDA updated. Block h6 patient and impact codes updated. Correction: block b2 outcomes attrib to adv event has been corrected. Block b3 date of event has been corrected. Block g2 report source corrected. Block h6 impact code has been corrected. Block b3 date of event: date of event was approximated to december 16, 2016, implant procedure date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(6). Block h6: patient code e2006, e0206, e2330, e1405, e2401 capture the reportable events of erosion, unspecified mental, emotional or behavioural problem, pain, dyspareunia and unspecified injury. Impact code f12 captures the reportable event of patient had filed a legal claim for the injuries related to the device. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh implant was implanted into the patient during a laparoscopic adhesiolysis, sacrocolpopexy and cystoscopy procedure on (B)(6) 2016 for the treatment of vaginal prolapse. According to reports, the patient suffered the following post-operative complications: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; painful intercourse; inability to have intercourse; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence; damage; psychiatric injury; whole pelvic/bladder region pain and nerve pain. The patient received unspecified non-surgical treatment and on (B)(6) 2017 she underwent an unspecified surgical procedure related to the mesh device.

Manufacturer narrative:
Correction: block b5 narrative has been corrected. Block b3 date of event: date of event was approximated to (B)(6) 2016, implant procedure date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Block h6: patient code e2006, e0206, e2330, e1405, e2401 capture the reportable events of erosion, unspecified mental, emotional or behavioural problem, pain, dyspareunia and unspecified injury. Impact code f12 captures the reportable event of patient had filed a legal claim for the injuries related to the device. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2016 (implant date) as no event date was reported. (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted into the patient during a laparoscopic sacrocolpopexy, adhesiolysis, and cystoscopy procedure performed on (B)(6) 2016. As reported by the patient's attorney, the patient experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date.